Manufacturer narrative:
Secondary reportability decision (based on information currently available): non-reportable. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. This record has been deemed not-reportable. The customer reported that there was a loudspeaker error but audio was present. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
The customer reported that there was a loudspeaker error but audio was present.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a loudspeaker error. Patient involvement is unknown.